Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 485 mg/dl at the time of incident and the current blood glucose of the customer was 171 mg/dl. The customer experienced symptoms such as nausea. Customer stated she sweat a lot that morning and almost passed out but she was not able to check her ketones she did not have any strips. Customer reported that they received insulin flow blocked alarm. Customer stated the insulin exited. Customer stated the cannula was not bent. Customer treated with manual shot. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.